Event description:
It was reported to nuvectra that the patient experienced discomfort at the stimulator site. A revision was scheduled to re-position the stimulator. Subsequently, during the revision surgery, the patient expressed excessive recharging time and the physician requested to replace the stimulator battery. The patient is doing well following the stimulator replacement.